Event description:
It was reported that during a da Vinci-assisted surgical procedure, the customer was experiencing non-intuitive motion on the Universal Surgical Manipulator 4 (USM4). At the time of the initial report, the customer who contacted the Technical Service Engineer (TSE) was off-site and was uncertain which troubleshooting steps had already been completed. TSE recommended that the customer reseat the sterile adapter and the instrument in USM4 and replace both if the issue persisted. Upon follow-up, the customer confirmed that the sterile adapter and instrument had been reseated; however, the issue persisted. It was further clarified that the non-intuitive motion was occurring when the USM was moved from left to right. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The FSE performed the test drive on system with no issues. The system was tested and verified as ready for use. The FSE reviewed the logs and found no errors related to any arm issues. The FSE spoke to the Clinical Territory Associate and found the surgeon was having issues due to how they setup for the ERBE generator. No trouble was found during test drive.